Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple "cartridge change error" messages while attempting to load a cartridge. Customer loaded a new cartridge and the cartridge was successfully loaded onto the pump. Customer's blood glucose level was not impacted.